Event description:
Customer reports 2nd of 2 events of false negative results to dat (igg) testing of cord blood samples on the ortho provue that was positive on an alternative provue. No erroneous results were reported.

Manufacturer narrative:
On (B)(4) 2014 an ocd field engineer (fe) arrived at the customer site and replaced the syringe. The customer ran and accepted controls. Repairs have returned this instrument to expected operation. (B)(4).